Event description:
The tps micro driver was returned for service. Upon eval at the MFR, it was found to run in safety mode. There was no pt involvement and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.